Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board as a result of wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2006 and is 13 years old, passed the expected service life of five years. Therefore, this type of physical damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Also, there was no preventive maintenance performed for this system since the time of its purchase. Upon visual inspection, unrelated to the reported complaint, observed damage on the motor cover and the encoder cover. The cause for the physical damage was due to normal wear and tear. The motor cover and the encoder cover were replaced to remedy the damage. The autopulse platform failed initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) message displayed upon powering on. The archive data review showed occurrence of ua136 (internal parameter corrupted) error message on the reported complaint date. The processor board was replaced to remedy the system error. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.